Manufacturer narrative:
(B)(4).

Event description:
It was reported that issues with the trend arrows occured. The sensor was inserted into the arm on (B)(6) 2019. Additionally, it was determined that the patient did not clean the transmitter properly. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.